Event description:
It was reported that during surgery the graft was not good quality, and the graft was damaged; however, no additional graft was taken. No harm or delay were reported as it relates to this event. No adverse event was reported as it relates to this event. Due diligence is complete, and no additional information is available.

Manufacturer narrative:
This incident has been reported under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speed was high and the device was out of calibration at the 0 reading. The motor was replaced and the device recalibrated. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.